Manufacturer narrative:
(B)(6). Occupation: non-healthcare professional. PMA/510k # exempt (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, the user checked the integrity of the ncircle tipless stone extractor before use, and found that one of basket wires was detached from device. Immediately, another same device was used to finish the procedure. The expiration date of the device was 04aug2018. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided. No adverse events have been reported as a result of the alleged malfunction.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Evaluation conclusion codes: shelf life/expiration date exceeded (192). Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. The device was returned with the handle and basket formation in the closed positions. The collet is tight and secure. The male luer lock adapter (mlla) is loose. There were no kinks noted in the basket sheath. A functional test determined the handle actuated the basket formation. A visual examination noted that one of the basket wires had pulled out of the distal cannula. A review of the device history record for the complaint device lot number 6091840 found there were no non-conformances that would contribute to the reported failure. The review of the device history record found the device was expired when used. The expiration date on the product label was 2018-08-04. The device was used on 2018-08-10. A review of complaint history records revealed this complaint to be the only complaint associated with lot number 6091840. According to the instructions for use (IFU) precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket that had 1 wire pulled free from the basket cannula. The review of the device history record found the device was expired when used. The investigation conclusion is the cause is traced to the user; shelf life/expiration date exceeded. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.